Event description:
Information was received indicating that a smiths medical pump presented with an "air in line" error. There were no reported adverse events.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10: device evaluation results: one cadd solis vip pump was returned for investigation in used condition. The customer reported product problem was not evidenced in the event history log (ehl). The customer reported product problem (air in line) alarm was replicated multiple times. The problem occurred because of a defective air detector. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of the defect was not determined. The defective air detector was replaced.